Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was a calcified rca. The voyager was inflated to 8 atm, but it would not hold pressure. There was no balloon rupture, but a leak somewhere. They removed the catheter and used a voyager nc without any issues. There were no patient effects. No additional event or patient information is available. This is being reported based on the returned product evaluation, which revealed a balloon rupture.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the voyager was returned with blood on the balloon, in the inflation lumen, in the tip, in the guide wire lumen and in the hub. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled. There was no other damage noted to the voyager. A new indeflator, filled with water was used in an attempt to pressurize the balloon when fluid came out a longitudinal rupture on the balloon. There was a longitudinal rupture on the balloon above the balloon distal marker for a length of .5 mm. There was no scratch noted on the balloon. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product noted blood visible on the balloon, and in the inflation lumen, tip, guide wire lumen, and hub, which is consistent with a leak or rupture inside the patient anatomy. There was contrast in the balloon and inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled, which is consistent with resistance encountered during advancement through the lesion. Functional testing was performed to reveal a longitudinal rupture on the balloon above the distal marker for a length of .5 mm. There were no scratches noted. The sem analysis of the balloon failure revealed that there was peeling and delamination at and near the leak in the balloon, which can occur as a result of a material/process discrepancy or high stress applied to the balloon materials. Balloon ruptures can be affected by numberous factors. Reportedly, the lesion was heavily tortuous and calcified, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged (peeling) during interaction with other devices and/or lesion calcifications and previously implanted stent during the multiple inflations, such that the balloon ruptured at 8 atm. The manufacturing records were reviewed and did not reveal any nonconforming material records for this lot. All lot release testing met specification. There are no indications of a product quality deficiency. In this case, the balloon rupture appears to be related to circumstances of the procedure. Product performance engineering will monitor the incident circumstances. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of unit are rupture tested prior to release. This MDR is considered closed by the product performance group.